Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #3). An additional emdrs were submitted to represent the bard/davol sepramesh composite ip (device #1) and bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3d max, sepramesh composite ip, ventralex st, ventrio, and ventrio st on (B)(6) 2010 and/or (B)(6) 2013 and/or (B)(6) 2015 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip, ventralex st and ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.